Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 8/29/2024. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. One suture piece outside its packaging was returned for analysis that belongs to product code 8807h. This product code is double-armed. Upon initial inspection of the returned sample, it was noted that the needles were not returned for evaluation. During the visual inspection of the suture piece, elongation was found in one of the ends. In the other extreme, the end appears to be broken. Per the sample condition, the functional test could not be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Ten unopened samples were received for analysis. Product code 8807h. To evaluate the condition of the returned samples, the packages were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. Also, the functional test was performed using an instron equipment, the pull force and tensile force were above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent a vascular procedure on (B)(6) 2024 and suture was used. The thread breaks relatively easily (without pressure on it) and pulls off the needle when a knot is formed. It happened during a vascular surgery operation when the vessels were being sutured. The surgeon is used to using this type of suture. Use of another suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: additional event information received from customer: no patient consequence 3 sutures of the same reference and same lot numbers one surgery impacted. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.